Manufacturer narrative:
(B)(4). User facility or importer name: (B)(6). (B)(4).

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The product was used for therapeutic treatment. The patient underwent reoperation for mesh erosion and chronic pelvic pain eight years after implantation.